Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The diffuse lesion was 99% stenosed with calcification, which was located in the moderately tortuous proximal to distal left anterior descending artery. The target lesion was the mid left anterior descending artery. The lesion was first dilated with a non bsc balloon, but the balloon ruptured. The physician then tried to dilate the lesion with the 2.0x15 maverick2 monorail balloon, however, it ruptured at 6 atmospheres on the third inflation. On the first and second inflations, to what atmospheres is unknown. The balloon was removed intact. The procedure was then completed with an unknown size quantum maverick balloon. The patient status is good with no complications reported.